Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. Oversensing was increased during ventricular threshold test. The lead was explanted. The patient was in good condition following the procedure.